Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple altitude alarms occurred. No unusual altitude conditions were reported. The customer's blood glucose level was 146 mg/dl. During troubleshooting with tandem customer technical support (cts), the customer was instructed to wait up to two hours for the alarm to clear. The customer acknowledged.